Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and high thresholds, and was possibly fractured. It was further reported that the rv lead experienced undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.